Event description:
Procedure: lap nissen fundoplication. The surgeon was using the autosonix instrument during a lap nissen fundoplication. Initially the instrument worked well for the first few minutes, then stopped working properly, as it just wasn't creating a seal. The surgeon then stopped using it and completed the operation without the use of the instrument and the autosonix generator. When instrument malfunctioned, it was no longer used in the pt and hence there was no negative outcomes for the pt as the operation was completed successfully, however the procedure did take longer as a result of this which inconvenienced the theatre staff and surgeon and added to the time the pt needed to be under anaesthetic.